Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that multiple intermittent occlusion alarms occurred. Customer's blood glucose (bg) ranged from 296-561 mg/dl. Bg was addressed with a bolus via the pump. Reportedly, the pump supplies were changed to address the issue.